Manufacturer narrative:
Philips service replaced sata cables 0 and 1 and secured disks; the system is under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that loose sata connector caused boot issues; cables replaced on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.